Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on-site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
It was reported to baxter mexico that a flogard infusion pump had a f-67 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "f-67 alarm" was confirmed during device evaluation. The root cause was unable to be determined; therefore no repairs were made to this device. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.